Event description:
It was reported that a patient passed away in her sleep. The patient's cause of death is unknown. The patient's device may or may not have been explanted, but there was no reason to explant it. No additional information has been provided to date.